Event description:
Information received via complaint form indicates the following: "during process catheters were found without tip forming. The end of the catheter is cut."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted based on the twelve (12) samples received. Samples were evaluated and did not meet specification. The defect reported by customer has been confirmed: the catheters have not closed tip. Review of the history batch records showed that no deviations were recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were fulfilled and met requirements. No nonconformity had been registered during the manufacturing and releasing process. The log book of mentioned lot has been checked as well as a problem with moving belt had been recorded during production. The lines/sides of moving belt were not aligned and the moving belt had to be adjusted during lot production. The moving belt consists with two lines with grippers. One line with grippers grasps catheters on the connector side and other one - catheters near the tip side. If the lines of moving belt are not aligned, the catheters are not grasped in grippers correctly or grasped just on one side. In this particular case the affected catheters were not grasped on the tip side and subsequently were not tip formed and did not go through the flow test. The relevant staff will be informed about issue. The failure is included in relevant risk management file. The actual date of event is unknown, so the date used was the date convatec became aware.